Event description:
It has been reported that the bd vacutainer® flashback blood collection needle has been found with the cap coming off before use. The following has been provided by the initial reporter: when the department nurse operates, unscrews the cap, disassembles it and prepares to draw blood for use, the needle automatically comes off.

Manufacturer narrative:
H.6 investigation summary: material #: 301747. Lot/batch #: 2235957. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® flashback blood collection needle has been found with the cap coming off before use. The following has been provided by the initial reporter: when the department nurse operates, unscrews the cap, disassembles it and prepares to draw blood for use, the needle automatically comes off.